Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, explanting a stimulator after the expiration date, not prepping the skin with an antiseptic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows the patient has contraindicating conditions (obesity and unspecified) which are potentially contributing causes to the occurrence. In addition, the clinical representative is unsure if the site was irrigated before closure which may have contributed to the event. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported their receiver pocket incision is not healing and the was not completely closed after 16 days. The patient is obese and has unspecified contraindicating conditions which could cause them to heal more slowly. The patient was seen by a nurse practitioner who stated the wound is not infected, is scabbing over and is healing. No further issues have been reported.